Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on the power control board of the 2008t machine. A burning smell was observed and the board appeared black. The biomed suspected the board had smoked as the burn damage ran up the length of the board. However the biomed did not observe any smoke, spark, flame, or arcing. The thermal damage was discovered during machine repair. The machine was initially removed from service after a low temperature alarm message was received in dialysis mode. There was no patient involvement nor personal harm to anyone as a result of the thermal damage. The machine has approximately 15,000 hours and the power control board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power control board. A replacement power control board was ordered to resolve the thermal damage and a triac was ordered to resolve the initial temperature issue. At the time of follow-up the machine remained out of service pending the arrival and installation of the replacement parts. The samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However a photograph was provided by the customer that the manufacturer used to confirm the reported issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on the power control board of the 2008t machine. A burning smell was observed and the board appeared black. The biomed suspected the board had smoked as the burn damage ran up the length of the board. However the biomed did not observe any smoke, spark, flame, or arcing. The thermal damage was discovered during machine repair. The machine was initially removed from service after a low temperature alarm message was received in dialysis mode. There was no patient involvement nor personal harm to anyone as a result of the thermal damage. The machine has approximately 15,000 hours and the power control board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power control board. A replacement power control board was ordered to resolve the thermal damage and a triac was ordered to resolve the initial temperature issue. At the time of follow-up the machine remained out of service pending the arrival and installation of the replacement parts. The samples are available to be returned to the manufacturer for physical evaluation.